Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was not returned to fisher & paykel healthcare for evaluation. The hospital discarded the complaint device before we could request it for evaluation. Therefore, our investigation is based on the information provided by the hospital staff, previous similar investigations and our knowledge of the product. Results: the hospital further reported that a hole was found 25cm from the proximal connector on the evaqua expiratory limb. Additionally, the hospital reported that the tubing may have been accidentally pulled and that the tubing/patient may have been moved prior to the reported incident. A lot check revealed no other complaints of this nature for lot 130527. Conclusion: based on the information provided by the hospital, the evaqua expiratory limb was most likely damaged at the hospital facility while moving the patient/tubing. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing is performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. Furthermore, the hospital stated that the subject rt340 circuit passed the leak test prior to patient use. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt340 adult dual-heated evaqua breathing circuit caused the ventilator to alarm after five days of use. They further reported a hole in the expiratory limb. No patient consequence was reported.